Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: eea 21mm stapler and orvil misfire. Over sewing of staple line, pt follow up testing and extended pt hospital stay. Delay of operation over 30 minutes.